Manufacturer narrative:
(B)(4). Pump was received with blank display due to moisture damaged electronic assembly.

Event description:
Information received by medtronic indicated that insulin pump was exposed to moisture. Customer stated that they saw fluid under the lcd. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.